Event description:
Post deployment of a 26mm sapien xt valve, the patient became hypotensive and an increase from the baseline pericardial effusion was noted. Cardiopulmonary bypass (cpb) was initiated. A root angiogram revealed an annular rupture which was repaired with open surgery. At the time of this report, the patient was reported to be ¿doing well¿. The physicians felt that a what was thought to be a mobile atheroma in the ncc was actually a mobile calcium that broke off and protruded through the root with valve deployment. The patient¿s tissues were also noted to be extremely friable during the open surgical repair. The patient¿s native annular area measurement was 440-450mm2. Mild annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4 mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (mobile calcification on the ncc, friable tissue) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.